Event description:
Boston scientific received information that a latitude red alert was received for this system due to low shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.